Event description:
In about 1 mo of use, a part of connecting part was detached. The pt was reintubated. The tracheostomy tube was tested prior to use. No other info was reported.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide significant info, a f/u report will be submitted.